Manufacturer narrative:
No analysis was performed by philips; however, remote service engineer(rse) communicated with the customer who confirmed that there is a malfunction error message. The rse nad the customer did some troubleshooting but was unable to confirm the cause of the issue. The rse suggested that the mainboard might be faulty, and the customer agrees. The rse provided the mainboard part number. Part ID and price: (B)(4) - x3/mx100 main system board. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a mainboard. The rse provided the customer the part number for the mainboard. The customer will take responsibility. No other information has been made available.

Event description:
Philips received a complaint on a intellivue x3 patient monitor indicating that the measurement malfunction spo2 pulse rate is incorrect. The device was not in clinical use at time of event, no patient involvement.